Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient performance with the device was found to be fair during fitting with the audiologist. A CT scan found most of the electrodes out of the cochlea.

Manufacturer narrative:
Based on the received information, the reported problem was due to a partial migration of the active electrode out of cochlea. A revision surgery to re-insert the active electrode array into cochlea was carried out successfully. The concerned device remains implanted and in use. This is a final report.

Event description:
A CT scan found most of the electrodes out of the cochlea. As per new information received, the electrode array has been re-inserted with good art response.